Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the returned elevator. The elevator shows signs of attempted use including marking, scratching on the elevator surface. The elevator tip has fractured. The fractured tip was not returned. The complaint is confirmed. A determination cannot be made as to what caused the elevator to fracture. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in section b4, b5, g3, g6, h2, h3, h6 and h10.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of the instrument was broken. There was no injury or delay in the procedure.